Manufacturer narrative:
Zimmer biomet (B)(4). Patient age is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Initial reporter¿s email address is not provided / unknown. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. No lot number available.

Event description:
Doctor reports that he attempted to place the unknown tsv 3.5 implant and said the patient felt discomfort and felt like it may have been placed too close to the nerve so he removed it. Patient sent home to allow the site to heal for future placement. Tooth site # 28.